Event description:
It was reported that suture placement was attempted in the mildly tortuous left common femoral artery (lcfa) and the mildly tortuous right common femoral artery (rcfa) using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomies were 6fr. The sheath was upsized to 14f in the lcfa and 16f in the rcfa for the aaa procedure. Reportedly, a suture break occurred with two proglide devices in the rcfa and one proglide device in the lcfa following the aaa procedure. The sutures of two additional proglide devices were used in both access sites to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices are filed under separate medwatch MFR reference numbers.